Event description:
It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead exhibited unspecified oversensing resulting in pacing inhibition. On (B)(6) 2025, the physician capped the existing right atrial (ra) and right ventricular (rv)leads and new leads were implanted. The patient condition was stable.